Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device performed by pmv and engineering. Visual inspection of the cartridge revealed that the reload was fully fired with the interlock engaged. Functional evaluation could not be performed due to the damage to the reload. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Replication of this condition can also occur if the reload is over-torqued during unloading and/or if an attempt is made to unload the reload without using the release button.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the idrive ultra stapler fired first reload successfully. Then second reload was loaded and entered into abdomen through trocar, the jaws were opened and clamped the tissue in between and fired., the button was pressed to retract knife, but the knife was not retracted. The surgeon detached adapter from I drive handle and tried to retract the knife with the manual adapter tool,then also it was not able to retract knife, it was observed that the knife was holding the tissue tightly so the surgeon cut the tissue from the reload on both the sides and removed the I drive assembly from the abdomen. Surgeon completed hemostasis with manual suturing ,then completed the surgery with manual endo gia ultra stapler and other reloads.